Event description:
An impella cp device was inserted via the right femoral artery in a 75-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient had a history of prior coronary artery bypass grafting. The patient¿s clinical state prior to initiation of support was identified as scai shock stage e. The impella cp was placed for acutely closed left main/left circumflex during diagnostic left heart catheterization prior to pci, with existing left internal mammary artery to lad and saphenous vein graft to rca patent. The device was placed independently during acute decompensation while the field team was en route. Pci was completed routinely after pump placement; however, late in the case, a long string thrombus was discovered and removed from the guide catheter used for pci. Shortly afterward, a sharp spike in all impella waveforms was noted, along with high flows (3.6 l/min on p-6) and disjointed placement waveforms with abnormally high lv waveform. Waveforms slowly returned to normal, but purge pressure spiked and climbed steadily with reciprocal decrease in purge flows, eventually resulting in an alarm. It was noted that the last heparin dose was administered over 90 minutes prior without a recent act, although aggrastat drip was currently running. The patient stabilized significantly, with almost total weaning of pressors. The situation was discussed with the physician, and due to the patient¿s apparent stabilization post-pci, the decision was made to wean the pump for explant due to impending failure with unsatisfactory purge flows/pressures. Pump wean was uneventful, and the patient was concomitantly weaned from all drips and was stable after pump explant. Vascular closure was successful with angioseal x2. The patient survived to explant. Thromboembolism may be due to procedural factors, underlying critical illness, interruption of anticoagulation, and device-related low-flow states during mechanical circulatory support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Updated/selected b1. Is product problem. Added d3 manufacturer fax was omitted during initial report. Updated/selected d9 device returned to manufacturer. Added e4 reporter also sent report to FDA was omitted during initial report. Updated h3 device evaluated by manufacturer to "yes". H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the high purge pressure was due to biomaterial based on returned product investigation and clinical details, however, the exact mechanism of entry of biomaterial into the purge gap could not be confirmed as no data logs were returned for evaluation. The cause of the saturated pump flow was most likely due to biomaterial based on returned product inspection and clinical details noted, however, the exact mechanism of entry of biomaterial into the purge gap could not be confirmed as no data logs were returned for evaluation.

Manufacturer narrative:
D4: corrected the serial number and UDI. D9: added the devices return information.

Manufacturer narrative:
Complaint code was updated, corrected to more accurately reflect the reported event. As a result, the h6 health effect ¿ clinical/impact and medical device problem coding have been fully updated and should be considered the representation of the reported event. Correction: d4 unique device identifier was updated, corrected accordingly.